Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03656. It was reported that the patient experienced ineffective therapy due to possible lead migration. As a result, the patient underwent surgical intervention where the leads were explanted and replaced. It was reported the patient experienced discomfort located at the ipg site. As a result, the ipg was repositioned.